Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had a double stopcock used for drawing labs from the PICC line and after labs were drawn and aspirated from the closest stopcock, blood began spraying due to a hole in the stopcock. Per reporter, the nurse indicated the leak appeared to occur where the stopcock turned, before the cap, and that the cap was tight and the leak appeared to be high-pressure, likely from a small hole. No patient harm occurred or adverse event was reported.